Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box from lot number 73h1600258 for investigation. During the visual inspection was observed that the seal perimeter is incomplete at the upper left corner of the package. Burst test was performed on the packaged received using qip-036 rev 10 procedure, the result of the test was 0 inches of water, this indicate that the package is unsealed. The device history review for the product visistat 35w 6/box, lot #73h1600258 investigation did not show issues related to the complaint. Based on the visual inspection and burst test result (0) issue reported by the customer "sterile package not sealed" was confirmed, seal perimeter was open at the upper left corner of the package. This is an isolated situation and is most likely due to abnormal handling of the packages at the distributor. Since we have tested many different shipping and handling scenarios without similar findings and there have been no other complaints from other regions that the same batches have been distributed.

Manufacturer narrative:
Qn#(B)(4). The corrected MDR aware date is based on clarification that this product was not in teleflex control but was reported by an outside distributor. The aware date is 02/17/2017.

Manufacturer narrative:
(B)(4). There is not an appropriate conclusion code available. The customer returned one unit visistat 35w 6/box for investigation. Visual examination revealed that there appears to be a sealing issue along the upper left corner of the lid stock with the stapler package laid lid stock side down as well as the bottom right corner. A dimensional or functional inspection was not required as part of this complaint investigation. The device history review for the product visistat 35w 6/box, lot #73h1600258 investigations did not show issues related to the complaint. The reported complaint of "sterile package not sealed" was confirmed based upon the sample received. Based on the observed defect the probable cause for this complaint issue is packaging related and further investigation has been initiated regarding this complaint issue. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The seal on the sterile package was incomplete during incoming inspection.